Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction: dead battery. Manufacturer contacted customer with follow up phone calls to make sure new product replacement is resolved the customer original concern and meter is not displaying "dead meter" as well as customer `s condition; customer stated her condition improved and satisfied with the new product glucose readings. Customer care offered run a blood test, customer agreed with the results (173mg/dl).

Event description:
Customer states she has a meter will not power on. Customer states she went to the hospital (B)(6) 2015 and states she read in the 300's and was discharged the next day. Hospital advised her to call the 1-800 number and customer states she forgot. Due to her inability to test on (B)(6) 2015 customer states she took her medication and her blood sugar dropped. Customer felt shaky at the time she states she ate candy and felt better. Customer calling in today states also states she currently has a headache and symptoms of fainting. Advised customer to seek medical attention. Customer states she is going to the hospital. The customer's expected results is 100-150mg/dl fasting. Customer staes the test strips expire 10/15/2017 and were first opened (B)(6) 2015.